Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the DHR review. The device was received with both bottom case and plunger assembly. Cracked on top case by the tube holders also cracked on right plunger case the history log showed primary audible alarm background test. The device was tested using the occlusion test. The testing was unable to duplicate the primary audible alarm background test during occlusion test. The root cause was unable to determine the intermittent of the error. The manufacturer replaced speaker and interconnect board for preventive. Performed occlusion test and all functional testing which passed.

Event description:
It was reported the device had a post audible alarm failure. No patient injury reported.